Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, was inaccessible, as the customer had been unable to access the es (enterprise server) server due to the application continuously loading. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to access the es server since the application kept loading. A technical support specialist (tss) dialed into the server and observed extreme slowness, with login taking 3¿5 minutes and additional delays in loading user accounts. The c drive had only 11.6 gb free, cpu usage was at 100%, and memory at 98%. Ssms was also slow to open. Spacesniffer was run and winsxs was found to be consuming significant space. Cleanup was initiated using the relevant knowledge article and the server was rebooted. All services were confirmed running. Pes login was successful and functioning normally. The tss contacted the pharmacy and confirmed everything was working fine. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, was inaccessible, as the customer had been unable to access the es (enterprise server) server due to the application continuously loading. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.